Event description:
It was reported that 3-4 hours after completion of an ion endoluminal lung biopsy procedure, the patient had a coughing fit, chest pain and shortness of breath. The patient reportedly developed a pneumothorax in the right upper lobe (rul). This was confirmed via chest x-ray. The initial size of the pneumothorax was small at 2.5 centimeters (cm). A repeat chest x-ray revealed that the pneumothorax had increased to a larger size. The target lesion was in the rul apicomedial segment, 1.9 cm in size and 1.5 cm from the pleura. A chest tube was placed for 2 days to relieve the pneumothorax. The patient is currently admitted for other medical reasons not related to the pneumothorax. The physician believe that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the procedure complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time.